Manufacturer narrative:
Zimvie complaint (B)(4). Concomitant medical devices: tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm, lot number 1247586.

Event description:
It is reported that the implant dropped on the floor and lost sterility. At this time when reportability decision is due, no more information about the event is known, and therefore the event is being conservatively deemed reportable as a serious injury. Tooth site #14 (universal).

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: health effect - clinical code. H6: device code(s). H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The reported device was not returned, and the reported event was non-verifiable. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown driver) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause could not be identified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.